Event description:
It was reported that "during a surgical procedure, tip of the dissecting tool broke while being used by the surgeon. The broken tip was taken up by the suctioning near the broken piece." On follow up it was reported that the breakage occurred during evacuation of a right side sub-dural hematoma. There was no patient impact noted. It is expected that the tool will be returned for evaluation.

Manufacturer narrative:
Evaluation has not yet been performed as device is pending receipt for evaluation. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." There have been no other reports of tool breakage for this manufacturing lot. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.